Event description:
Event reported as part of the thor study (B)(4). On (B)(6) 2023, the patient underwent an extension procedure - thoracoabdominal aortic aneurysm type ii to crawford; endovascular treatment with branched stent prostheses'. The manufacturer of the device used isn't noted in the ecrf (electronic case report form) and there was no known complications. The adverse event today is for unknown cause of death' on (B)(6) 2023, the person in charge has deemed this as possibly related to the device, procedure & pre-existing condition. However no post mortem has been performed and we are unlikely to get any more information. Although no cause of death or details of the second device used in this event has been communicated to determine the reportability , we are reporting to err on the side of caution until further information is received which may affect this decision.

Manufacturer narrative:
Manufacturer narrative: clinical code: appendix e 4580 - insufficient information additional information and clarification on this event has been requested. Impact code: appendix f: 1802- death - patient passed away on (B)(6) 2023 cause of death is unknown. Device problem code: appendix a: 3190 - insufficient information. Component code: appendix g: 4755 - part/component/sub-assembly term not applicable. Type of investigation: appendix b: 4110 - trend analysis: a 5-year review of similar complaints thoraflex hybrid death events v thoraflex hybrid sales jan 21 - sep24 gave an occurrence rate of (B)(4). No trend requiring action has been identified. 4111 - communication interview: additional information on cause of death, device disposition , device deficiency , second graft used and if scans are available on this event was requested on 11 sep 2024 and 16 sep2024, additional information was received on 18 sep 2024, cause of death was unknown the device remained implanted, possible device deficiency / failure is unknown, the details of the second device used in the patient is unknown as this was performed at another hospital, the patient had thoracoabdominal aortic aneurysm. Both procedures were to resolve this aneurysm. However, there were difficulties due to severe kinking of the aorta. 3331 - analysis of production records: full batch review was performed from base fabric to finished product which showed the device was manufactured to specification. 4117 - device not returned: remained implanted. Investigation findings: appendix c: 3233 - investigation is ongoing and results are not yet available. Investigation conclusion: appendix d: 11 - a conclusion has yet to be established as the investigation is incomplete. Additional information: although no cause of death or details of the second device used in this event has been communicated to determine the reportability, we are reporting to err on the side of caution until further information is received which may affect this decision.

Manufacturer narrative:
Manufacturer narrative: clinical code: appendix e. 4580 - insufficient information no cause of death was reported as no post-mortem was requested. Impact code: appendix f. 1802- death - patient passed away on (B)(6) 2023 cause of death is unknown. Device problem code : appendix a: 2993 - adverse event without identified device or use problem - full batch review was performed from base fabric to finished product which showed the graft was manufactured to specification. Scans were reviewed on 30 oct 24 which concluded the graft was performing as intended. Component code: appendix g: 4755 - part/component/sub-assembly term not applicable. Type of investigation: appendix b: 4110 - trend analysis: a 4-year review of similar complaints thoraflex hybrid death events v thoraflex hybrid sales jan 2021 - sep 2024 gave an occurrence rate of (B)(4) this shows no trend requiring action. 4111 - communication interview: additional information was received - the aorta of patient 55 was severely kinked. The prosthesis did not show kinking. 4112 - scans were received and reviewed - review performed on 30 oct 2024 confirmed the garft was performing as intended. 3331 - analysis of production records: full batch review performed from base fabric to finished product confirming the batch was manufactured to specification. 4117 - device not returned: device remained implanted. Investigation findings: appendix c: 213 - the device functioned as intended. Investigation conclusion: appendix d: 67 - as there was no issue with the manufacture of the graft and the device performed as intended no causal link between the device and the event could be established. No root cause to this event has been identified.

Event description:
Event reported as part of the thor study (B)(6). On (B)(6) 2023 the patient underwent an extension procedure - thoracoabdominal aortic aneurysm type ii to crawford; endovascular treatment with branched stent prostheses'. The manufacturer of the device used isn't noted in the ecrf ( electronic case report form ) and there was no known complications. The adverse event today is for unknown cause of death' on (B)(6) 2023, the person in charge has deemed this as possibly related to the device, procedure & pre-existing condition. However no post mortem has been performed and we are unlikely to get any more information. Although no cause of death or details of the second device used in this event has been communicated to determine the reportability , we are reporting to err on the side of caution until further information is received which may affect this decision. This report is being submitted as a follow up #1 for manufacturing report number 9612515-2024-00064 to provide event closure information for (B)(4).